Event description:
Surgeon using endo - stapler new from package. Stapler fell out of device inside pt. This was not a re-load, but was the original stapler. Procedure - right thoracoscopy. Stapling of apical blebs and chemical pleurodesis with right chest tube insertion. Staple was retrieve from pt without incident.